Event description:
The customer reported a display failure after field change order (fco) was installed. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.